Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and nine months later, the patient reported left sided abdominal pain, a computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was present, with normal tilt. The filter apex was within the central intraluminal aspect of the inferior vena cava. However, the filter tip was 4 cm below the level of the renal veins. Filter struts perforated the inferior vena cava wall, and several abut the left lateral margin of the adjacent distal infra renal abdominal aorta, but do not appeared to perforate its lumen. Maximum filter strut mesenteric perforation was approximately 6-7 mm. However, filter struts did not appear bent or fractured. Caudal migration of the inferior vena cava filter with multiple mesenteric strut perforation. Therefore, the investigation is confirmed for alleged filter migration and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated caudally and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated caudally and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.